Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test and prime fill anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin pump rejected batteries and insulin squirted out during the prime process. Customer was unable to troubleshoot the device. The insulin pump will not be returned for analysis.